Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "presence of small solution of continuity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "presence of small solution of continuity."

Event description:
Healthcare professional reported right side rupture, MRI confirmed and "presence of small solution of continuity," ultrasound confirmed. The device remains implanted.